Event description:
The initial reporter alleged possible false negative results for three patient samples tested with the anti-hcv g2 elecsys e2g 300 assay on the cobas e 801 analytical unit. The results for the three samples were as follows: testing on the abbott architect system yielded reactive results of 7.82, 6.28, and 2.51 coi, while testing on the cobas e 801 analytical unit yielded non-reactive results of 0.043, 0.04, and 0.042 coi. A second set of results on the cobas e 801 analytical unit also yielded non-reactive results of 0.044, 0.039, and 0.04 coi. No polymerase chain reaction (pcr) or blot testing results were provided.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation was limited due to the unavailability of patient sample material and original raw data for analysis. A review of calibration and quality control data confirmed that both were within the specified ranges. However, without additional information or sample material, a definitive root cause for the reported event could not be determined. It was noted that the anti-hcv ii rp lot 459132 used in testing had expired in sep-2020.